Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device system detected a shock impedance measurement greater than 125 ohms. The device system was to be continued to be monitored. To date, no adverse patient effects were reported as a result of this clinical observation.